Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that the device did not work and contributed to the patient's death. No further information was reported.